Event description:
It was reported by the rep that the (1) 511st was used during a laparoscopic nissen fundoplication procedure. It was reported that the instrument developed a tear and that there was a pneumo leak. The case was completed with a new device and there was no consequence to the pt.